Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during the implant procedure, an alert for possible output damage was detected after an unsuccessful attempt to deliver programmed therapies. Device was not implanted. Patient condition is good.

Manufacturer narrative:
The reported field event of an alert for possible output damage detected was confirmed in the laboratory. Upon receipt, the device contained an alert for shorted output stage detection. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The cause of the sosd alert was a false trigger by the device due to a measurement timing issue.